Event description:
A us distributor reported that a monitor displayed a service code 102 (charge profile fault).

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 102) has been confirmed. Upon investigation the monitor failed incoming functional testing. The cause for the failure was isolated to a shorted u1004 and u1005 on the computer/analog board. The root cause for the shorted u1004 and u1005 could not be positively identified. There was no adverse event that resulted from the damaged monitor.